Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. Customer¿s blood glucose (bg) level was 446 mg/dl. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction code without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.